Event description:
Two pt samples with discrepant troponin t results. Patient 1, initial result 0.032 ng/ml, repeat <0.010 ng/ml. The initial results were reported, the patients were not adversely affected. Customer refused visit from field service representative. If additional info is received, appropriate notification will be provided.

Event description:
Two pt samples with discrepant troponin t results. Patient 2, initial result 0.047 ng/ml, repeat <0.010 ng/ml. The initial results were reported, the patients were not adversely affected. Customer refused visit from field service representative. If additional info is received appropriate notification will be provided.